Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that the cycler experienced a make sure heater bag is on heater tray alarm in fill 5 of 5. The heater bag was empty and not filling with solution. Additionally, the patient stated prior to the alarm, a leak was experienced from an unknown area on the cycler set tubing and the tubing was replaced. Upon follow up, the patient confirmed the reported event stating there were no leaks or issues with the solution bags used during the event. The patient stated the solution bags and all connections were checked and confirmed to be dry and in good condition. Additionally, no fluid came in contact with the cycler. The patient confirmed the leak was coming from the cycler set tubing, however the specific location of the leak was unknown. The cause of the leak was unknown. The patient stated they first noticed fluid leaking onto their shorts and bed during an unknown dwell phase of treatment. The patient confirmed that their catheter and catheter connection were secure, dry and not leaking. The amount of leaked fluid was unknown. The patient confirmed that after the leak was discovered, treatment was paused, only the cycler set was replaced, and treatment was resumed. The patient stated that they did not cancel treatment and reset up with all new supplies. After resuming treatment, the patient stated they reached fill 5 of 5, when their solution ran empty. The machine began alarming with multiple make sure hb is on ht messages in fill 5 of 5 after the solution bags had emptied completely into the heater bag. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that they bypassed fill 5 and completed treatment on the day of the event. The patient confirmed that the leaking cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that the cycler experienced a make sure heater bag is on heater tray alarm in fill 5 of 5. The heater bag was empty and not filling with solution. Additionally, the patient stated prior to the alarm, a leak was experienced from an unknown area on the cycler set tubing and the tubing was replaced. Upon follow up, the patient confirmed the reported event stating there were no leaks or issues with the solution bags used during the event. The patient stated the solution bags and all connections were checked and confirmed to be dry and in good condition. Additionally, no fluid came in contact with the cycler. The patient confirmed the leak was coming from the cycler set tubing, however the specific location of the leak was unknown. The cause of the leak was unknown. The patient stated they first noticed fluid leaking onto their shorts and bed during an unknown dwell phase of treatment. The patient confirmed that their catheter and catheter connection were secure, dry and not leaking. The amount of leaked fluid was unknown. The patient confirmed that after the leak was discovered, treatment was paused, only the cycler set was replaced, and treatment was resumed. The patient stated that they did not cancel treatment and reset up with all new supplies. After resuming treatment, the patient stated they reached fill 5 of 5, when their solution ran empty. The machine began alarming with multiple make sure hb is on ht messages in fill 5 of 5 after the solution bags had emptied completely into the heater bag. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that they bypassed fill 5 and completed treatment on the day of the event. The patient confirmed that the leaking cycler set was discarded and not available for return to the manufacturer for physical evaluation.